Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire entrapment occurred. A 2.1 mm jetstream® rc atherectomy catheter was selected for use in an atherectomy procedure in the lower extremity. It was noted that the catheter became locked down on the non-bsc guidewire. The wire and the catheter were removed from the patient. A second 2.1 mm jetstream® rc atherectomy catheter was selected for use. A non-bsc wire was selected and could not pass through the catheter. The procedure was completed with a different device and patient status is fine.

Manufacturer narrative:
Additional information- age at time of event: 18 years or older. Additional information-patient sex-f. Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was not in the device when returned. The guidewire lumen and the catheter shaft were checked for damage. A .014 diameter pin was put into the tip of the device to check for the correct size of the lumen. The pin passed through with no hesitation or restriction. The guidewire was not in the device when returned. A jetwire was inserted into the lumen and traveled through the device until approximately 84 cm from the tip, which at that point encountered a tight area where the guidewire would not travel any further with the designed intent. Dissection of the device at that area revealed that the drive coil had been kinked at the coupler, most likely from procedural circumstances. With the drive coil kinked, the indication of a guidewire stick or friction may be present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. A 2.1 mm jetstream® xc atherectomy catheter was selected for use in an atherectomy procedure in the lower extremity. It was noted that the catheter became locked down on the non-bsc guidewire. The wire and the catheter were removed from the patient. A second 2.1 mm jetstream® xc atherectomy catheter was selected for use. A non-bsc wire was selected and could not pass through the catheter. The procedure was completed with a different device and patient status is fine.